Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Functional testing was performed and no failure was identified related to the low blood glucose issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level ranged from 48 mg/dl to 220 mg/dl; cause of low bg was unknown. Customer declined to provide additional information to tandem technical support regarding the low bg and reverted to alternate pump for insulin therapy.